Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology of the iliac was reported to be very narrow in diameter with severe disease of the iliac arteries. It was reported that the patient's left renal artery had been removed prior to the aaa intervention. It was reported that the physician has difficulties positioning the stent graft, but was able to successfully deploy the bifurcated sent graft. It was reported that the device moved proximally and covered the right renal artery. The physician was able to pull the stent graft down. However, it was still covering the renal artery. It was reported upon removal of the delivery system, the iliac artery was dissected causing a drop in the patient's blood pressure. The physician elected to surgically convert the patient to an open surgical repair. The surgical procedure was successful and the patient was reported to be doing fine. No additional sequelae were reported.